Event description:
The perianal wound was then probed with a flexible probe. The opening was at the anterior anal sphincter in the midline. Upon probing the tract, and drawing the probe through the internal opening, it was noted that the flexible bulb tip of the probe had fragmented. The fistula tract was a low tract and a local was injected. A fistulotomy was performed over the remaining probe. The fistulotomy incision and probe track were then carefully directly inspected. No evidence of the probe tip fragment could be identified within the patient's subcutaneous tissues. The operative site was irrigated; hemostasis was achieved with electrocautery. A final check was performed and once confirmed that hemostasis was complete, the wound was dressed with lidocaine ointment. The patient is expected to pass the fragment. Post operative x-ray not completed.====================== health professional's impression======================the instruments undergo a visual and tactile inspection in the sterile processing department before they are packaged for surgery. There is not a count performed to indicate the number of times the instrument is used.